Event description:
It was reported that an intermittently bad iris pot errors were displayed on the 9600+ system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was confirmed. Investigated and identified the need to recalibrate the system collimator assembly. Recalibration completed and system test completed. The system was found to be working as intended and placed back into service.